Event description:
It was reported that the patient had original surgery for a left distal femur fracture (B)(6) 2026. The patient originally had a 14x380 retrograde sfx nail inserted. At patient's follow-up it was noticed without imaging that one of the distal screws was backing out and pushing against patient's skin; it was confirmed with imaging. During the revision today, the backed-out screw was removed, and an autobahn evo headless screw was inserted. The patient reported no fall or any incident that might have caused additional trauma post initial surgery.

Manufacturer narrative:
Appropriate code: skin distended, there is a visible bump not attributed to inflammation but to the physical presence of something pressing against the skin. The purpose of this rationale is to evaluate the risk associated with post-operative screw backout. The patient reported no fall or incident that might have caused additional trauma after the initial surgery. This patient was treated with a re-operation on (B)(6) 2026, where the backed out headed screw was replaced with a headless screw. This patient was not obese, a non-smoker and non-drinker. The patient age could have potentially affected bone quality and screw purchase in the bone, which may affect screw back-out. The complaint was received with no lot number or physical part, so the DHR and ncmr records could not be reviewed. However, x-rays were provided from the follow-up visit and the revision operation, which confirms the failure mode. In the follow-up visit x-ray, it is confirmed that the most distal 75mm screw was backed off bone and the screw head was pushing against the patient's skin. This was also seen in a photo of the knee where a bump was present from the screw head. The revision x-ray confirms that this patient was treated with a re-operation, where the headed screw was replaced with a headless screw. Based on the risk analysis, it is possible that the screw backed out due to poor screw purchase, poor bone quality, and/or abnormal cyclic loading. However, based on the observations and the information provided, it is not possible to definitively determine the cause of failure. This evaluation determined that this failure did not exceed expected risk; therefore, no further actions will be taken at this time. If the complaint parts are received in the future, the investigation will be reopened at that time.